Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed the reported low flow hazard alarms; however, a specific cause for this finding could not be conclusively determined. The suspected thrombus and elevated ldh could not be confirmed through this evaluation. A direct correlation between the reported events, log file findings, and heartmate ii lvas, serial number (B)(4) could not be conclusively established through this evaluation. The submitted log file contains data from 18:03:40 through 22:46:52 on (B)(6) 2019. Frequent low flow hazard alarms were captured for the majority of the file (237 total). Estimated flow ranged from 1.8-2.4 lpm for these events. It should be noted that the low flow hazard alarm remained active over the last 3 minutes and 52 seconds of the file despite the fixed speed being increased. The pump speed remained above the low speed limit for the duration of the file. No additional atypical alarms were captured. Heartmate ii lvas, serial number (B)(4) was not explanted for evaluation. The hmii lvas IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. The IFU also outlines indications of pump thrombosis as well as how to respond to such events. This document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. Information about the system's alarms (including low flow hazard alarms) is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The past gastrointestinal bleed was reported under MFR # 2916596-2019-03558. Approximate age of device- 4 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had acute onset of low flow alarms and passed later that night. Transesophageal echocardiography (tee) was performed and there was no significant flow visualized through the inflow cannula. There was also an abnormal appearance of the outflow wave form. The patient presented cool and hypotensive. The patient was low flowing frequently with an unclear cause. It was suspected that the cause may have been pump related. The patient had a gastrointestinal bleed in the past and the healthcare providers thought that a clot may have formed and blocked off the inflow. Even with pressors and fluids flow could not be restored. Death was considered to be due to possible thrombus although there were no prior signs. The patient experienced a slightly elevated lactate dehydrogenase (ldh) but did not have any power strikes or dark urine, although patient was on dialysis. The healthcare professional stated that the device did not operate as expected in the final stages. The family denied autopsy, device will not be explanted or returned. Log file analysis showed continuous low flows for the entirety of the log file. No other unusual events were seen within the log file. No further information was provided.